Manufacturer narrative:
H11: one actual sample was returned for evaluation; the other two samples were not received and therefore, could not be evaluated. A visual inspection was performed, and a separation between the female connector and the main body of the twist clamp was observed. Functional tests ¿ including leak, clear passage, and clamp function tests, were performed and no issues were observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of three (3) minicap transfer sets. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.